Manufacturer narrative:
(B)(4). This problem is still under investigation. The follow-up report when the investigation is complete.

Event description:
The customer stated that "during procedure, the system did not display the image". This has resulted in the c-arm being switched off during examination".